Manufacturer narrative:
(B)(4). Investigation summary: bdj received an actual sample and confirmed black fm inside of the chamber. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of foreign matter with lot #0016699 regarding item #381823. The DHR for lot 0016699 has been reviewed. (B)(4). No related quality issues or process deviations were found. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample provided. Root cause description: root cause cannot be determined at this time. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had foreign matter in it before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during appearance inspection performed before delivery to customers, fm was found."